Event description:
On (B)(6), 2010, the lay user/ patient contacted lifescan (lfs) france alleging that her onetouch ultraeasy (onetouch ultramini) meter was reading inaccurately high compared to her normal results and another device. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call to the patient. The patient reported that the alleged inaccuracy began on (B)(6), 2010. The patient informed the csr that she tests 4 to 5 times daily and manages her diabetes with insulin (sliding scale). The patient stated she adjusts the amount of insulin she took based on meter results obtained. On at least two different occasions the patient reported developing symptoms of feeling shaky, sweaty and seeing "flash lights"; symptoms she associated with a low glucose. The patient reported the first onset was on (B)(6), 2010 at 12:12am. The patient confirmed she tested her blood glucose at the time of the symptoms and obtained a result that did not correlate with her feelings (result not recalled). She claimed she ate something in response to the symptoms. On (B)(6), 2010 at 11:50am the patient claimed she obtained an alleged high result of "188 mg/dl" with the subject meter. In response to the reading she took 8 units of "rapid" acting insulin. The patient reportedly developed "hypoglycemic symptoms" shortly afterwards. The patient confirmed at the onset of symptoms she tested her blood glucose with the subject meter and obtained a result of "155 mg/dl." The patient reported that she felt better after she ate something. As a result of the alleged inaccurate results, the patient reported that she went to a pharmacy on (B)(6), 2010 to compare results. The patient claimed that she obtained blood glucose readings of "274 mg/dl" with the subject meter and "204 mg/dl" on another device (ot vita), performed within 1 minute of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30%. At the time of troubleshooting, the csr noted that the patient did not have control solution to test the reported products. Replacement items were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
(B)(4). The returned product has been identified as part of the voluntary recall of endopath xcel with optiview technology.

Event description:
It was reported that before a gastric bypass procedure, had trouble with trocars leaking. They changed to applied trocars, and had no problem. Surgery was prolonged 30 minutes. There was a longer time for patient in anesthesia. There were no adverse consequences for the patient; patient is stable.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4)